Event description:
I had the essure coils inserted on (B)(6) 2014 and on the evening of (B)(6) 2014 I was rushed to the ER for extreme chest pains and trouble taking a deep breath. My blood pressure was low, my magnesium levels were low. They thought the chest pains were caused by indigestion and I was sent home with a script for pepcid. I began spotting that sunday and to this day I still continue to bleed, I'm having sharp shooting pains in my pelvic area, still having trouble taking a deep breath, bloated, dizzy spells, nausea and extremely winded all the time. I had an hsg xray done on (B)(6) 2014 to see that the coils were in the correct spot (which they were). Have to go back on (B)(6) 2014 to have a biopsy done on my cervix as I recently had an abnormal pap. I have endometriosis, pcos and cervical dysplasia. Essure should have never been suggested to me with all my other problems. I'm going to discuss with my dr what my options are to have them removed, either just the coils or a partial hysterectomy. I'm (B)(6) years old with 2 babies. This was not what I was asking for.